Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. Upon interrogation the pacemaker exhibited back up vvi operation. A device download was performed successfully.